Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report 26dec2019.

Event description:
The customer reported a patient passed away while was using the device. There was no allegation between the death and the device. The customer reported the ventilator operated as intended. The device will not be returned for investigation as there is no report of malfunction.